Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse performed a high sensitivity (hs) system check, which failed. The fse cleaned the aspirate probes and replaced the peri-pup tubing and a hs system check still failed. The fse then replaced the incubator belt and accompanying clips as well as the seal, o-ring, and rotor of the wash pump. Associated MDR: 2122870-2014-00630.

Event description:
The customer reported an access 2 immunoassay system of a unicel dxc 600i synchron access clinical system generated nonreproducible troponin I (accutni+3) and/or creatine kinase (ck-mb) results. Investigator review of the instrument's archived data file indicates nonreproducible results were generated on (B)(6) 2014. This MDR reports the results generated on (B)(6) 2014; on (B)(6) 2014, elevated accutni+3 and/or ck-mb results were generated for two patient samples. The customer stated the facility has a protocol in place in which all critical results are repeated. The archived data file shows the repeat results were generated on the same instrument using the original samples. The initial elevated results were not released from the laboratory and there was no impact to patient treatment in connection with this event. Patient samples were collected in plasma lithium heparin gel separator tubes and centrifuged for three minutes at 10,000 rpm. The customer reported that a drop of blood was noted in the sample cup for one patient sample and that one sample may have been a short draw, but did not know which one. The instrument's quality control (qc) results were within range on the dates of the events. As part of troubleshooting, the customer cleaned the closed tube aliquoter and performed a passing carryover test. The customer also attempted a 15-replicate precision run, but the instrument generated level sense errors, which the customer suspected were due to insufficient sample in the sample cup.